Manufacturer narrative:
Product ID: 8578, lot# n262138002, implanted: (B)(6) 2011, product type: accessory. Product ID: 8 709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the patient presented to the hospital from a nursing home with withdrawal like symptoms; altered mental status, fever, and spasticity (unknown if changed from patient's baseline). The patient had multiple "disorders" present. The patient's condition was discussed with the physicians and the intensivist physician had placed an order for a dye study. It was unclear the reason for the patient's admission to the hospital. It was thought the patient fell off the bed in the nursing home and the pump function was to be verified as no information on the pump was available, no baseline information on the patient. This device system delivered baclofen. The patient's condition was reported as alive with injury. It was later reported that the physician aspirated the catheter side port and retrieved cerebral spinal fluid (csf). The pump was decreased by 50% and the patient's condition remained unchanged. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8578, lot# n262138002, implanted: (B)(6) 2011, product type: accessory. Product ID: 8 709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).